Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge was not performed due to receiver perpetually rebooting. Receiver boot test was performed and failed due to receiver perpetually rebooting. Functional tests were not performed due to receiver perpetually rebooting. An internal visual inspection was performed and passed. The receiver log was not downloaded due to receiver perpetually rebooting. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.